Event description:
It was reported that the balloon was damaged and the procedure was cancelled. The target lesion was located in the severely calcified left anterior descending artery. A 06/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was damaged. The device was simply pulled out from the patient's body, and the procedure was cancelled. No patient complications were reported and patient was stable post procedure.